Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the catch bag kept ripping apart when trying to remove the stone. There was no patient injury.